Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the groshong port s/l. On (B)(6) 2025, it was noted that the catheter fractured and got separated from the port chamber and moved into heart. Catheter and port were removed. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows an implantable port, one catheter and one cath lock placed on a wooden surface. A small portion of the catheter is noted to be broken, and the broken part is noted to remain attached to the port stem. Therefore, the investigation is confirmed for the reported catheter fracture, material separation issues. However, the investigation is inconclusive for the reported migration as the exact circumstance at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the groshong port s/l. On (B)(6) 2025, it was noted that the catheter fractured and got separated from the port chamber and moved into heart. Reportedly, the catheter and port were removed. The current status of the patient is unknown.